Event description:
It was reported that the renasys go cannot recharge the battery due to the dc inlet port is damaged. No case involved as the problem was found during service and repair.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. B5 updated.

Event description:
It was reported that the device has visible dents and the dc-inlet port is broken. No patient involved.